Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. During the device evaluation, dust was found inside the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty high voltage power supply (hvps) board. Possible causes of a defective hvps board: - the supply voltage from the hvps board is missing or too low (permanent error). - a defective hvps board due to a short circuit of the metal-oxide-semiconductor transistors (permanent error). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the e433 error was due to a high voltage power supply board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the generator was giving an e433, permanent rebooting error message. The issue was found during maintenance. There were no reports of harm.